Manufacturer narrative:
(B)(4). Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2016, the patient underwent a first treatment of a thoracoabdominal aortic aneurysm with two conformable gore tag® thoracic endoprostheses, tgu343420j/14790852 and tgu454520j/14850482. On (B)(6) 2016, the patient underwent a planned second treatment of the thoracoabdominal aortic aneurysm with two conformable gore tag® thoracic endoprostheses, tgu454520j/13872543 and tgu343420j/15130475. Prior to the second procedure, the abdominal branches were surgically bypassed and the abdominal aorta was replaced with a surgical graft to gain the distal neck. Then tgu454520j/13872543 was implanted distal to the previously implanted tgu454520j and tgu343420j/15130475 was implanted distally and landed to the surgical graft. A type iii endoleak was observed between the two tgu454520j. An additional ballooning was performed to treat the type iii endoleak. The procedure was finished with no evidence of endoleak. On unknown date, a type iii endoleak was suspected with no aneurysm enlargement. On (B)(6) 2018, the patient underwent re-intervention. The type iii endoleak looked a fabric endoleak from the tgu454520j/13872543 which was implanted on (B)(6) 2016, but the exact origin of the endoleak was not able to be determined. A tgu454520j was implanted within the tgu454520j/13872543 to treat the type iii endoleak. The procedure was finished with no evidence of endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per IFU, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.